Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part is still in adhesive patch. The sensor was unable to confirm in received said condition due to customer returned opened/used.

Event description:
The customer reported via phone call of a lost sensor alarm. The customer's blood glucose reading was unknown. The customer stated that he changed out the sensor last night. The customer stated that he was sleeping when he first got the lost sensor alarm. The customer did not report a lost sensor alert that occurred with only a previous sensor. The customer stated that the lost sensor alert occurred during the imitation period. The customer stated that the radio frequency was not established. The customer was advised to change the sensor.